Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer's mother reported via phone call, the insulin pump had a little ink dot inside the display between the time and the reading closer to the right. The dot has grown a lot in the past few days. Customer's mother stated the device was not dropped or bumped. Customer's mother was advised to the device needed to be replaced. Customer agreed to return it for analysis.

Manufacturer narrative:
The pump was received with a bleeding lcd glass. The pump passed the operating currents measurement, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump had cracked battery tube threads and minor scratches on the display window.